Manufacturer narrative:
The device was returned to olympus for inspection and the following reportable malfunctions were identified during the device evaluation: the transducer is activating intermittently when it pressed high or standard power button. Based on the results of the investigation, it is likely that the malfunction was caused by a random component failure, with no design or manufacturing issues identified. A root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation that the transducer was activating intermittently when the high or standard power button was pressed. There was no patient involvement.